Event description:
It was reported that the device handpiece drill disassembled into multiple pieces in the patients mouth during a case at the user facility. The disassembly caused dispersion in the operative field of multiple metallic fragments removed by intraoperative procedure. In addition, metallic fragment was highlighted in post operative check. Attempts are being made to obtain additional information from the user facility.

Event description:
It was reported that the device handpiece drill disassembled into multiple pieces in the patients mouth during a case at the user facility. The disassembly caused dispersion in the operative field of multiple metallic fragments removed by intraoperative procedure. In addition, metallic fragment was highlighted in post operative check.no further information was provided by the user facility.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.